Event description:
A malfunction was reported on the pump, identified with the malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump and assisted with the reset process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump while being instructed to call back if the issue reappeared.